Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by failure analysis. The iesu was returned for failure analysis due to the confirmed issue of our energy source not powering on. The reported problem was verified as occurring in the field. A visual inspection revealed no issues related to the reported event. The iesu could not be tested with the system as the unit would not power on. The visual inspection noted minor scratches on the top cover. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to the defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that there were power issues with the erbe unit, which would not power on. The user initially power cycled the system before contacting the tse, but the issue persisted. The user verified that the power cord was properly connected to both the unit and the outlet. The power cord was moved to another outlet, and the simnow power cord was used in different outlets as well, but the erre still failed to power on. The user confirmed that the erbe had powered on successfully before suddenly shutting off. The user switched to another dv system to continue with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports were placed prior to the event.